Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -3.0 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was explanted due to glare/haloes and blurred vision on (B)(6) 2023. Problem resolved. Cause of the event is reported as unknown. Reportedly, patient preferred lens explant and use of glasses.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).